Manufacturer narrative:
Device evaluation: the device was not returned for analysis. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI number), operator of device, and if ind/preanda, give protocol # are unknown. No product information has been provided to date.

Event description:
It was reported that no disposable alarms while using a pump and 100 ml flow stop cassettes. There was no patient injury reported.